Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the having battery issues stated that the pump was shutting off 6-8 hours after inserting a battery and insulin pump was not working. Customer stated insulin pump had blank display. Advise customer to clean the battery cap contact with a cotton swab and isopropyl alcohol. Advise the customer if no isopropyl alcohol was available to use an alcohol wipe or dry cotton swab. Advise the customer to allow at least one minute for the battery contacts to dry. Following the ten minute pump rest and insert battery correctly and display returned. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limited alarm, failed battery test due to blank display. Device received with corroded battery tube, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.